Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation of electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node adn ECG "b". There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified btu was likely excessive force. No adverse event resulted form the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of the service data detected a reportable problem. During routine servicing, electrode belt sn (B)(4) failed incoming functionality testing.